Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that the head end of the stent was deployed. The 70% target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a guidewire was crossed, a balloon was used to pre-dilate the lesion. After measurement, the physician decided to use a 5 x 80 x 130 innova stent self expanding. After washing with heparin water, the stent was delivered through the guidewire in the 7f non-boston scientific long sheath. However, there was resistance in the long sheath during delivery, and the stent could not be pushed in. The stent was withdrawn, and the head end of the stent was found deployed. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed 9mm from the tip. Microscopic examination revealed no additional damages. The thumbwheel lock is not on correctly. The rack and sheath are no longer in the manufactured location. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that would have contributed to the difficulty to insert through the catheter, and it was likely that instructions in the instructions for use were not followed which led to the partial deployment.

Event description:
It was reported that the head end of the stent was deployed. The 70% target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a guidewire was crossed, a balloon was used to pre-dilate the lesion. After measurement, the physician decided to use a 5 x 80 x 130 innova stent self expanding. After washing with heparin water, the stent was delivered through the guidewire in the 7f non-boston scientific long sheath. However, there was resistance in the long sheath during delivery, and the stent could not be pushed in. The stent was withdrawn, and the head end of the stent was found deployed. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.